Event description:
This is being filed to report the knot in the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the valve and the leaflets grasped. During the initial deployment sequence, when removing the lock line, the physician pulled too hard and a knot was noted on the line. The clip was able to be unlocked and carefully removed. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported material deformation (knot) on the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided, a cause for the reported lock line knot could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.